Event description:
It was reported that there were spots in the middle of scope.

Manufacturer narrative:
Visual examination of the device using an eyeloop and a microscope initially revealed a small spot in the middle of the scope as the event description states. The window and eyepiece were then cleaned with acetone and the small spot was no longer seen on the second inspection. The small spot in the middle of the scope was simply due to dirt on the window. The dirt was not inside the system. This is caused by a failure to clean/polish the scope prior to use. The optical performance of the product was tested to examine the quality of the image output on the monitor and to test the focus ability of the scope. The image was very clear and the unit passed for functionality. Review of past complaints of this nature show that the occurrence is low since the out of box failure has occurred only once with this product and it was due to shipping.